Manufacturer narrative:
This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that (B)(4) could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, (B)(4) has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The customer reported that the patient's mother brought the pump back to the provider and stated that it would not stop when it was supposed to and continued to run. The customer was unable to report rate and dose information, and did not report any injury to the patient. (B)(4).